Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's wife reported via phone call that the insulin pump received no delivery alarm. The customer¿s blood glucose level was unknown. The customer states they have tried all remedies and did not want to troubleshoot. Customer stated the tubing was not bent or kinked. The customer did not try different cannula lengths. The customer was advised to revert to back up plan. The device will be returned for analysis.

Manufacturer narrative:
Device passed rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test. No unexpected no delivery alarm or prime/fill anomaly noted during testing.